Manufacturer narrative:
Lab cultures were taken but the results were not shared with the firm for further investigation. The patient is reported to have no issues with post-op wound care compliance and no hygiene issues that may have contributed to development of infection. The left side nalu system remains implanted and in use with no issues. The infection was isolated to the incision site on the right lower extremity only. Source of infection is unable to be determined with the information available to the firm.

Event description:
Patient was implanted with two nalu pns systems on (B)(6) 2025 to treat bilateral lower extremity pain. Each system was implanted such than an implantable pulse generator (ipg) was in the lateral thigh area and implanted leads targeted the sciatic nerve. On (B)(6) 2025 a nalu representative was notified that the patient had developed an infection in the right lower extremity at the surgical incision site. A full system explant took place on (B)(6) 2025.